Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, upon initial use and deployment of the bag, the device¿s bag partially detached from the ring. Surgeon did not follow the proper steps to deploy the bag. They used the bag and took out the specimen. Surgeon felt the rim of the bag tore but it was because all of the steps were not followed properly. There was no patient injury.